Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal. Approximately 13 month post index procedure the patient was rehospitalized with chest pain. 80% stenosis of mid lad and 90% stenosis of distal lad was observed. Revascularization was performed (stenting/ptca). The investigator indicated that the reported event was unrelated to the study stent. Approximately 2 yrs and 5 months post index procedure the patient was rehospitalized with chest pain. Angiography revealed acute occlusion of the mid obtuse marginal and myocardial infarction (mi) was confirmed. The patient was treated with medication and percutaneous intervention. The reported mi was related to the target lesion. The investigator indicated that the reported event was not related to the study device. Approximately 2 yrs and 7 months post index procedure, the patient was rehospitalized with chest pain. Angiography revealed total occlusion of svg to om and mi was confirmed. The patient was treated with medication and percutaneous intervention. The reported mi was not related to the target lesion. The investigator indicated that the reported event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (myocardial infarction).

Event description:
The patient suffered a gi bleed approximately 2 years and 9 months post the index procedure. The bleeding was treated with medication. The patient was on dual antiplatelet therapy at the time of bleeding event. Investigator reported that the event was not related to the study device. No other clinical sequelae were reported.

Event description:
The patient recovered following the previously reported gi bleed. The investigator indicated the event was not related to the study device

Manufacturer narrative:
(B)(4): evaluation results: inherent risk of procedure (hemorrhage).

Event description:
Two other brand stents were implanted during the previously reported revascularisation which occurred approx 29 months post index procedure. One other brand stent was implanted during the previously reported revascularisation which occurred approx 31 months post index procedure. The patient recovered following the previously reported mi which occurred approx 29 months post index procedure. The patient recovered following the previously reported mi which occurred approx 31 months post index procedure. A thrombus was identified in the om prior to the revascularization which took place approx 31 months post index procedure. The event was not assessed for relatedness with the study device. The patient expired due to an upper respiratory infection approx 56 months post index procedure. Investigator has assessed that the event was not related to the study device.

Event description:
Cec identified the patient death as a sudden cardiac death. Cec identified that an arc mi occurred 2 days before patient death.

Event description:
Investigator indicated that the previously reported mi event which occurred approximately 29 months post index procedure (svg to om) which was treated with tvr was remotely related to the device. Investigator indicated that the previously reported event of mi which occurred approximately 31 months post index procedure (om) which was treated with tvr was remotely related to the device.

Manufacturer narrative:
Evaluation results/conclusion: inherent risk of procedure ¿ (thrombosis) evaluation. (B)(4).

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ (death) evaluation codes, conclusions: inherent risk of procedure ¿ (death). (B)(4).